Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).

Event description:
Overdose symptoms were reported. Per the emergency room nurse, the patient was reportedly lethargic with intermittent unresponsiveness. The patient was responding to narcan and the emergency room physician wanted the pump off. The patient had not had a recent refill. The pump was used to deliver morphine. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.